Manufacturer narrative:
The customer stated that the central nurses station (cns) in the ER department went to a blue screen. The biomedical engineer followed up with nka technical services who stated that they were aware of the issue and had checked out the cns. They found that the ups on the cns went down and subsequently caused this issue to happen. The ups was removed and swapped in with a new one. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurses station (cns) in the ER department went to a blue screen.